Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ups power supply shipped to site (B)(6) 2016. Medtronic investigation of returned suspect ups power supply confirms complaint return tag- "intermittently running off battery despite being plugged in. Not always receiving incoming power." When ups came in it would not power-on. Charge return batteries for at least 6 hrs. When tested, no power, the ups did not turn on. The batteries would not hold charge. Install f.a batteries and charge for at least 6 hours. Run the 5 minute load test. Failed (0 min 9 sec). The ups does not charge, internal circuit is bad. Charge returned batteries in test system. The returned batteries would not hold charge. Bad batteries. Electrical failure. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Universal power supply (ups) intermittently doesn't recognize that it has incoming power. Replaced entire ups and tested. System stayed on and unplugged for over 5 minutes. The system is fully functional. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that when entering the room where the imaging system was stored, he heard beeping coming from the imaging system mobile view station (mvs). The line light was eliminated green and the imaging system was plugged in. No further details regarding the behavior were provided. There was no patient present when this issue was identified.